Manufacturer narrative:
(B)(6), conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was received in a condition which does not meet specification. The catheter failed the leak test because it had two holes in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported that a patient underwent a thermal ablation on an unknown date. During the therapy, the balloon burst. At this time, there is no further information. Additional information has been requested.